Manufacturer narrative:
B3. The date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. E1. Initial reporter phone, (B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, which confirmed the occurrence of no disposable alarms (nda). A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed. The reported issue could not be replicated, the probable cause was defective downstream occlusion (dso) sensor. As a corrective action, the dso sensor was replaced. Following this, all functional tests were successfully completed and passed.

Event description:
It was reported that during priming, the pump had exhibited a 'cassette was not detected' and alarm goes off. This is a high-priority alarm that prevents device operation and interrupts therapy. There was no patient involvement; however, no harm was reported.